Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during a previous therapy on the homechoice machine(hc). The home patient(hp) stated that he changed the cassette and primed. The technical service representative (tsr) advised the hp they should have changed the bags. The tsr advised the hp to let the nurse know they reconnected the supply bag. The tsr explained the possible causes to the hp. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up, product surveillance spoke with the home patient and the patient stated that there was no injury or medical intervention associated with the event. This report for use error, the patient partially switching out the supplies was confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.